Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the left monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor would go black during fluoroscopic x-ray. No pt injury was reported.